Event description:
Customer reported darkened/faded segments on the compact plus system. During trouble shooting, missing segments were also observed. No adverse event reported. Requested return of suspect device and replacement was sent.